Event description:
Additional information received from the patient reported that scar tissue buildup and lead migration made for difficulties in achieving a balanced stimulation. The patient stated that replacing their percutaneous leads with paddle leads solved the issues for the most part. However, they still had some buildup of scar tissue.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
The consumer reported that they had lead migration. They had three surgeries with the percutaneous lead and then a fourth surgery and they put in the paddle lead. They had an x-ray and it showed the leads moved. Basically as soon as they went to the doctor after it was implanted for a follow up check, the patient was having problems. It was reported that they were having problems getting good stimulation. All surgeries were done within the same year for every month, they were going in and having the surgery. The patient thought the 1st, 2nd, and 3rd surgery were in (B)(6) 2008. There was a report that the 4th surgery paddle lead was towards (B)(6) 2008. It was reported mentioned that they had the implantable neurostimulator (ins) replaced due to normal battery depletion. Relevant medical history includes chronic low back pain, post lumbar laminectomy, and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.